Event description:
Radiopaque marker came loose from catheter during catheter stripping procedure. Marker band embolized and became lodged in pt's lung. Pt informed of incident and discharged after normal observation period. No adverse sequelae reported.